Manufacturer narrative:
The device remains in service. A request was made to the field representative to obtain additional information about this event, including the name of the physician treating this patient, whether the noise and oversensing was observed on the right atrial (ra) or right ventricular (rv) lead, and what reprogramming was performed. It was confirmed the associated leads were not manufactured by boston scientific. This report will be updated when additional information is received. Despite efforts, additional information was not able to be obtained. Available evidence indicates the device remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation (mv) sensor. The noise was oversensed. The device was reprogrammed to resolve the issue. No adverse patient effects were reported.